Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent and unable to charge the pump. The customer's blood glucose level was not impacted. A replacement usb cable was sent to the customer.